Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr ran the performance checks and all calibrations were within specifications. The fsr ran the ventilator and was unable to duplicate the reported issue. No failures were detected with the device.

Event description:
The customer reported that the unit stopped oscillating while in use on a patient. The respiratory therapist (rt) was going to change the water bag for the humidifier and the unit depressurized and stopped oscillating. The patient was manually ventilated and the patient was placed on a conventional ventilator since the customer was weaning the patient anyway. There was no patient compromise. The customer reported that the patient circuit and the unopened bag of water were still on the unit and the unit ran all day with no issues.